Event description:
It was reported catheter issues occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the guidewire became entangled with the intravascular ultrasound (ivus) catheter. The wire and catheter were removed as a unit and the procedure completed using a new device. There were no patient complications. It was also indicated that a second opticross 6 hd imaging catheter had tip damage, difficulty tracking on the wire, and became fractured.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.